Manufacturer narrative:
Initial reporter occupation: manager. Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred and the customer could not obtain a quality arterial waveform. They informed the getinge representative that the iab and numbers had been clear since insertion that morning and had declined over the last thirty minutes. The augmentation alarm was sounding, and the room was chaotic, with the charge nurse, an app and a physician present at the bedside. The iab was inserted that morning around 7:30 status post stemi and arrived from ccl with a fiber optic sensor failure alarm. They had been transducing pressures since then. At that point, they stated that the physician wanted to ¿pull back on the iab¿ and continued to discuss this with someone else in the room. The getinge representative clarified the situation and the charge nurse stated that the x-ray report read the catheter position was too high and the physician was going to pull it back. Upon follow up one hour later, the customer stated that the placement adjustment resolved the ongoing issue. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.